Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the post that held the cutter device was elevated and was not holding the cutter properly on the battery oscillator device. There were no delays to the surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not holding/securing blade properly and the post (pin) on oscillating head base was elevated. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to supplier issue and inadequate manufacturing specifications. This issue has been escalated to CAPA. It was further observed that the set screw was worn and a thrust disc was displaced due to normal use over time. It was further observed that an unknown liquid was found on internal components and the electric motor was emitting an unusual noise due to improper cleaning methods. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.